Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had internal transducer calibration out of range and system failure alarm. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit and upon inspection unit was unable to complete an autofill and was alerting with a consistent audible tone. After inspection of logs unit had experienced fault code 124 presented 58 times. Inspected the regulator calibrations and unit showed both pressure transducer and vacuum were not within spec. The fse recalibrated both transducer. The unit was then restarted and able to complete and autofill with no issues. Unit passed the all manifolds test and was set to augmentate for 1.5 hours successfully with no alarms. Unable to replicate error. The fse completed cardiosave repair to factory specifications. Device was returned to customer.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : h6 (medical device ¿ problem code, investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1,g3, g6, h2. Corrected fields: b5.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had internal transducer calibration out of range and system failure alarm. There was no patient harm or injury reported.